Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
A PICC line was placed on this patient on november 15th; PICC length 39cm, 37cm inserted and 2cm exposed. It was removed on (B)(6) 2023 [on 7c] because of leaking at the IV site. Upon removal of the PICC line, the vascular access team flushed the line to investigate. When they flushed, they found a broken section of the PICC line at apx 4.5 cm. Patient had received medications through this line before identification of problem. No adverse event or tissue injuries identified.